Manufacturer narrative:
Citation: r.w. Jamieson, p. Bachoo, a.l. Tambyraja. "Evidence for ethylene-vinyl-alcohol-copolymer liquid embolic agent as a monotherapy in treatment of endoleaks." Eur j vasc endovasc surg (2016) 51, 810e814. Http://dx.doi.org/10.1016/j.ejvs.2016.02.015 the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event cause was unknown. Information received from the same report as MFR: 2029214-2016-00496.

Event description:
Medtronic received information through literature review that a patient experienced pain during injection of dmso, with the authors advocating a slow delivery. There was also a report of inadvertent extravasation of onyx from the aneurysm sac into the inferior vena cava such that transvenous snaring of the polymer was performed. The same authors report a case of internal iliac artery rupture during attempted transarterial embolization treated with a covered stent and one patient suffered endovascular aneurysm repair (evar) rupture during follow up.